Event description:
It was reported that a 2.75x15mm xience v rx stent was implanted without issue in the proximal right coronary artery. After implantation, it was noted that the stent was expired. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v instructions for use indicates to note the use by (expiration) date on the product label. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Use after expiration. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.